Event description:
The laryngoscope blade was being utilized for intubation when two pieces of the plastic fiber-optic light column allegedly fell into the pt's airway. The pt was turned prone and both pieces were retrieved without pt compromise.